Event description:
It was reported from care centrix that the customer's physician wants to have the insulin pump replace. Caller stated that the insulin pump was malfunctioning, it was alarming motor error and was not delivering the correct amount of insulin. Caller also stated that the reservoir was leaking insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.